Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 20399052, model/catalog description: infinion cx lead kit, 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was no longer feeling the stimulation. It was noted that the leads had fractured and migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.